Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive button and alarmed stuck button. Customer was assisted with troubleshooting for stuck button alarm. Customer's blood glucose was unknown at the time of the incident. Customer stated that they did not press a button down for three minutes or longer. The customer stated that they were on a airplane when asked if the insulin pump was exposed to change in altitude. The customer was advised that atmospheric change can cause the keypad to be unresponsive for up to 45 minutes and that it can be resolved by removing the battery cap. The customer removed the battery cap and was able to clear the stuck button alarm. The customer was advised to monitor insulin pump. The insulin pump will not be returned for analysis.